Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 824092n, medical device expiration date: 2019-10-31, device manufacture date: 2018-08-28. Medical device lot #: 822855n, medical device expiration date: 2019-10-31, device manufacture date: 2018-08-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® pst¿ tubes with lh (lithium heparin) clotted and patients had to be redrawn. There were multiple lots involved in this incident. Lot# 824092n was reported to have 1 occurrence, and lot# 822855n was reported to have 1 occurrence.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Fifty (50) retention samples from the bd inventory for lots 822855n and 824092n were evaluated with acceptable results, no issues were observed as all retain samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for clotting with the incident lots was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd microtainer® pst¿ tubes with lh (lithium heparin) clotted and patients had to be redrawn. There were multiple lots involved in this incident. Lot# 824092n was reported to have 1 occurrence, and lot# 822855n was reported to have 1 occurrence.